Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had a sudden increase in threshold and low impedance. It was noted that these issues may be related to the patient having previously undergone a ventricular tachycardia ablation which left a post procedure scar in the left ventricle. The lead remains in use, the thresholds remain stable and no action was taken. The patient is a participant in the post approval clinical product surveillance registry. No patient complications have been reported as a result of this event.